Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on an unrelated customer experience, the patient's peritoneal dialysis nurse reported that the patient was hospitalized with c-diff infection. There is no report of a malfunction that contributed to this event. Additional information was solicited.

Manufacturer narrative:
There is no documentation or indication the liberty cycler caused or contributed to the event of c-diff. Additionally, there is no allegation of the machine malfunctioning or not performing as expected. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.